Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery (rca). A 3.5x19mm graftmaster rx covered stent system was advanced; however, the stent dislodged. An unspecified drug-eluting stent was used to crush the dislodged stent into the proximal rca. An attempt to advance a 4.0x26mm graftmaster rx covered stent system was made, but it did not cross. It was not reported how the perforation was treated. There was no reported clinically significant delay in the procedure. No additional information was provided.